Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. At the time of this report, treatment, patient outcome was not reported. On an unspecified date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. No additional information is available.